Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away at home on (B)(6) 2024 after being on hospice since (B)(6) 2022. The patient had transitioned to hospice due to chronic diphtheroid driveline infection. No details surrounding the patient's death were available but it was reported to be assumed related to infection. No autopsy was performed. Related MFR # 2916596-2022-11812 captured the diphtheroids driveline infection in (B)(6) 2022.

Event description:
Onset of the patient's driveline infection is reported under MFR #: 2916596-2021-07783.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. Heartmate 3 lvas, serial number (B)(6), was not explanted for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1, "introduction," lists the adverse events, including infection and death, that may be associated with the use of heartmate 3 lvas. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.